Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that the dream station 2 advanced auto CPAP device was hot to touch. Settings change on their own and humidifier not working. Nasal/throat irritation or soreness. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a dream station 2 advanced auto CPAP device is hot to touch, settings change on their own, and humidifier not working. The patient alleges nasal/throat irritation or soreness. The manufacturer previously reported on this device in MDR 2518422-2023-19859. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The patient reported to philips that the dream station 2 advanced auto CPAP device was hot to touch. Settings change on their own and humidifier not working. Nasal/throat irritation or soreness. The previous report included serious injury for the type of reported complaint, which is incorrect. The following sections were corrected: b1, b2, h1 and health impact grid. This report is being filed to correct this information.